Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative was able to solve this issue via telephone. No parts were replaced. No parts were returned to the manufacturer for evaluation. Issue resolved on call.

Event description:
A site representative reported that outside of a case, after booting the imaging system, it prompted the site to calibrate motion. The site held down m to calibrate and were able to proceed. There was no patient present when this issue was identified.